Event description:
Discordant sodium, potassium, and chloride results were obtained on one patient sample on a dimension xpand plus with hm instrument. The sample resulted lower for sodium, potassium, and chloride during a rerun than during the initial run. The customer then replaced a sensor and reran the sample, and the results were higher. The discordant results were not reported to the physician(s). The patient was redrawn and the new sample was run on the same instrument and resulted as expected. It is unknown if the results from the redraw sample were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium, and chloride results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The tsc specialist performed troubleshooting with the customer, after which the patient sample was rerun and still resulted incorrectly. The patient was redrawn and the new sample was tested and resulted as expected. The cause of the discordant sodium, potassium, and chloride results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.